Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the dissector had a fractured waveguide. Functionally, the assembled device returned a green light and produced a welcome tone. The assembled device immediately alarmed when activated. The waveguide was inspected under magnification and the origin of the crack was identified. The evaluation found that the titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. Use after damage can cause the cracked waveguide to break off. It was reported that the waveguide broke when cleaning. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device received a red light and would not activate prior to use. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device broke when the scrub nurse went to clean it, as it had turned on a red light when the doctor activated the tweezers. When they asked the nurse to disassemble and assemble the system and also to clean the jaw, that's when it broke. The forceps was out of the patient's cavity when the jaw broke. There was no patient involvement. Medtronic's initial evaluation of the incident device found the disposable device revealed that the dissector had a fractured waveguide. The tip was returned.